Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from (B)(6) alleged that they received potential false positive results when testing samples with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed using the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they noticed increased CT values for runs #5555, #5557, #5558, #5560, #5562, #5573, #5575, #5576 & 5577 generating sars-cov-2 positive results. The samples were not tested for confirmation. No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed. Nine (9) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The patients¿ samples were indicative of samples at the limit of detection (lod). Correction: it has been confirmed that 7 patients¿ samples were alleged and retested and not 9. The seven alleged and retested patient¿s samples were as follows runs # (B)(4).